Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that this lead had fractured several years ago. A patient verification form was sent in, where the patient had written that both leads had broken away. The ventricular lead was explanted and replaced and the atrial lead remains implanted at this time. To date, there have been no adverse patient effects reported.